Event description:
Description of event: the doctor wanted to insert the zso-7-5 in the left biliary duct .so the nurse prepared the zso-7-5, and the pigtail section was bent as she moved the stent sleeve to the pigtail section. She tried to pass the giuide wire into the zso-7-5, it was impossible.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A supplemental report is being submitted due to completion of the investigation on 21 jan 2025 and receipt of additional information on 21 oct 2024. 1. Does the complaint relate to: device placement/device removal/observation prior to patient contact 1. Observation prior to patient contact 2. What was the target location for the stent? 2. Left hepatic duct 3. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. 3. Store at room temperature 4. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure?* 4. Jag wire guide , 0.035 inch 5. Was the wire guide lubricated prior to use? N/a, yes, no 5. Yes 6. Was the wire guide inspected for damage prior to use?* n/a, yes, no 6. Yes 7. Was the device at the centre of the complaint inspected for damage prior to use? N/a, yes, no 7. Yes 8. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? N/a, yes, no 8. Yes - wire guide passed through left duct. 9. If yes please indicate the type of procedure performed. 10. Did the patient involved exhibit altered anatomy or tortuous anatomy? N/a, yes, no 10. No 11. If not with the device in question, how was the procedure finished?* 11. Use our new products. 12. Did the patient require any additional procedures as a result of this event? N/a, yes, no 12. No 13. What intervention (if any) was required? 13. We have provided a new product 14. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 14. Same procedure 16 was a straightener used to straighten the stent? 16. No

Manufacturer narrative:
Device evaluation: the zso-7-5 device of c2089837 lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation: n/a manufacturing records review: prior to distribution zso-7-5 are subjected to a visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zso-7-5 of lot number c2089837 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2089837. Instructions for use and/label review: it should be noted that the instructions for use (ifu0045) states the following: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The user is also advised in the precautions section that, "care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent." There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to the kink occurring while the stent was being straightened as it was being loaded onto the wire-guide likely causing issue reported. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, pigtail section was bent. No adverse effect on the patient has been reported. As per additional information provided "observation prior to patient contact" investigation findings conclude that a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the kink occurring while the stent was being straightened as it was being loaded onto the wire-guide likely causing issue reported. The complaint is confirmed based on customer and/or rep testimony. Complaints of this nature will continue to be monitored for similar events.